Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used on the patient for about 10 hours from night to morning. The night shift nurse never checked the application site, and bedsore was found in the morning.